Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 400-500 (mg/dl) and diabetic ketoacidosis (dka). Reportedly, the customer believed the pump battery is depleting quickly. The customer stated the battery depleted from 100% to 5% in less than a few days. Reportedly, the customer delivered a bolus however the customer's bg level remained elevated. The customer turned off the pump and began using manual injections before going to the hospital. While in the hospital the customer received insulin and fluids. The customer was released from the hospital the following day. Review of the pump data logs by tandem technical support was unable to confirm the reported battery depletion. The customer had active alerts on the pump that were not cleared by the customer until several hours later. Reportedly, the customer still believed the pump was not functioning as intended.